Manufacturer narrative:
The issue was investigated in detail. It was stated that three of the six screws of the tube fork were missing or loose. The problem was recognized during system movement on uneven floor as a screw fell off the system. The screws secure the tube fork to the support arm of the system. The investigation of the last maintenance protocol dated july 24th, 2021, showed that all tests were performed successfully. According to the supplier, the screws are tightened with a torque of 15 nm in the factory. This is also stated in the document replacement of parts (xpr8-260.841.01.15.02). According to the information received, the issue was resolved at customer site by replacing the screws. However, it was stated by service technician that washers similar to the original spare part were used. Therefore, it was recommended to order the correct part (11433605). The spare part consumption of the complete screw kit for fork (10390695) shows values that are below the defined threshold. The root cause of the loose screws could not be determined, as there is no evidence of improper use, or any action taken on the affected part in the past. The returned parts were not relevant for the investigation as the problem was not due to defective washers. In general, this is the first known case where the screws have come loose. No general problem is known. To ensure that the mobilett mira is ready for operation and all safety features are functioning properly, it is recommended to perform daily functional and safety checks as described in the operator manual spr8-260.620.01.02.02.

Manufacturer narrative:
The user was advised not to use the concerned until it is inspected and repaired by siemens. Siemens local service engineer was dispatched to the customer site. According to the operator manual, a daily check of the system must be performed before use. If the daily check is performed as described, the loose parts will be noticed. Investigation is ongoing. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
A biomedical engineer at the customer site informed siemens about an issue with the mobilett mira wireless system. The user noticed that one screw fell down from the unit. Following the system inspection, the engineer found three fork attachments were loose on the fixation of the single tank causing the single tank not being securely attached to the system. There are no injuries attributed to this event. The reported event occurred in (B)(6).